Event description:
It was reported that the lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and high pacing impedance were observed on the right ventricular (rv) lead. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.